Event description:
It was reported that the sharps coll 8qt nest open top needl port experienced a damaged lid. The following information was provided by the initial reporter: the lid of sharps collector (7.2l) was found to be damaged before use.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary: according to the DHR review process; the result showed there were no issues reported like damaged or cracked lids during the manufacturing process of the lot number (1038911) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like damaged or cracked lids for the same part number (305343) throughout the last twelve months. According with this investigation there is not enough information provided by customer to determine the root cause of this issue, the information included in customer report indicates that product was sold in japan were usually the product is being repackaged to sold them with packaging with native language (japanese). In addition, the product shipped to japan is being transshipped by a second provider (expeditors) of bd, they change the material from a trailer box to a sea container and is known that one of major source of damage is during the loading and unloading process because the product is handling in towers of two pallets over a slip sheet which does not provide the strength of a wooden pallet. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect lids damaged (broken, cracked or any other condition non-conformant). If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll 8qt nest open top needle port experienced a damaged lid. The following information was provided by the initial reporter: the lid of sharps collector (7.2l) was found to be damaged before use.